Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a relationship between carotid stent implantation and the reported mi.factors that may have influenced the event include the patient¿s significant history, age and diagnosis of lung cancer. However, there is not enough information to draw a clinical conclusion between the device and the event.

Event description:
The report is from the (B) (6) study. The patient was a (B) (6) male, weighing (B) (6) kgs and (B) (6) cm tall, with a history of hyperlipidemia, coronary artery disease and hypertension. The target lesion was the ostium of the right internal carotid. Pre-procedure stenosis was 80%. Lesion length was 20m m and diameter was 5mm. The lesion was mildly calcified and ulcerated. A precise pro rx 8 x 30mm stent was deployed in the target lesion. Post-procedure stenosis was 10%. An angioguard rx basket size 6 was successfully deployed and retrieved during the procedure. The patient was discharged the following day, (B) (6) 2009. Approximately 5 months later ((B) (6) 2009), the patient had a non-q-wave mi. The event was noted as unrelated to the cordis product or the index procedure. It was reported that the patient expired nine days post the mi. The cause of death is unknown; however, the patient was diagnosed with lung cancer on the mi admission.

Event description:
The adjudication minutes received 9/29/2010 notes that the patient's death was unrelated to both the precise stent and the index procedure and was not neurological or cardiac in nature. The mortuary identified the cause of death as respiratory failure secondary to a pulmonary hemorrhage as a consequence of lung cancer.